Event description:
Some inflammatory values had increased [joint inflammation], ([off label use of device], [inflammatory marker increased], [pain in ankle], [ankle swelling]). Case narrative: initial information from finland was received on 15-jul-2020 regarding an unsolicited valid serious case from a physician via call center. This case is linked to case: (B)(4) (cluster). This case involves approximately 74 years old male patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) in ankle joint (off label use) and later some inflammatory values had increased. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided on (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, at a dose of 6 ml once in the ankle joint (off label use of device) (route, batch number and indication: unknown). Information on batch number has been requested. On an unknown date on (B)(6) 2020, after unknown latency, the patient had swelling and pain in the ankle joint and some inflammatory values had increased. The patient did not have any bacterial growth in the synovial fluid sample and any high fever, i.e. There was no indication that there was any kind of bacterial infection. He had been therefore in ward care due to the above symptoms from on (B)(6) 2020 and would be returning home on (B)(6) 2020 (event considered serious due to hospitalization). Physician called to report the issue because there had been two cases of a side effect related to synvisc one at the same time. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on 15-jul-2020 for synvisc one, batch number: unknown; global ptc number: 100053460. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance report) process. Adverse event reports are continuously monitored with or without lot numbers and possible associations with their corresponding product lot are assessed as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 22-jul-2020. Additional information was received on 22-jul-2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly upon internal review performed with date 30-jul-2020. Analysis of similar incidents was added to the case.

Event description:
Some inflammatory values had increased [joint inflammation] ([off label use of device], [inflammatory marker increased], [pain in ankle], [ankle swelling]). Case narrative: initial information from (B)(6) received on 15-jul-2020 regarding an unsolicited valid serious case received from a physician via call center. This case is linked to case (B)(4). This case involves approximately (B)(6) years old male patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) in ankle joint (off label use) and later some inflammatory values had increased. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, at a dose of 6 ml frequency: once (route, batch number and indication: unknown) in the ankle joint (off label use of device). Information on batch number has been requested. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the ankle joint and some inflammatory values had increased. The patient did not have any bacterial growth in the synovial fluid sample and any high fever, i.e. There was no indication that there was any kind of bacterial infection. He had been therefore in ward care due to the above symptoms from (B)(6) 2020 and would be returning home (B)(6) 2020 (event considered serious due to hospitalization). Physician called to report the issue because there had been two cases of a side effect related to synvisc one at the same time. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint was initiated with (B)(4) and the results for the same were pending.

Event description:
Some inflammatory values had increased [joint inflammation] ([off label use of device], [inflammatory marker increased], [pain in ankle], [ankle swelling]). Case narrative: initial information from finland was received on 15-jul-2020 regarding an unsolicited valid serious case from a physician via call center. This case is linked to case (B)(4)(cluster). This case involves approximately 74 years old male patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) in ankle joint (off label use) and later some inflammatory values had increased. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided on (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, at a dose of 6 ml once in the ankle joint (off label use of device) (route, batch number and indication: unknown). Information on batch number has been requested. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the ankle joint and some inflammatory values had increased. The patient did not have any bacterial growth in the synovial fluid sample and any high fever, i.e. There was no indication that there was any kind of bacterial infection. He had been therefore in ward care due to the above symptoms from (B)(6) 2020 and would be returning home on (B)(6) 2020 (event considered serious due to hospitalization). Physician called to report the issue because there had been two cases of a side effect related to synvisc one at the same time. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint was initiated on (B)(6) 2020 for synvisc one, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 22-jul-2020. Additional information was received on 22-jul-2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.